Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at t10-s1 using rhbmp-2/acs at multiple v ertebrae levels. Post operatively, the patient developed significant pain in the area of the fusion surgery and extremities. The patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with intractable back pain with right lower extremity neurogenic claudication secondary to stenosis and scoliosis. The patient underwent the following procedures: trans-foraminal inter-body fusion l5/s1 and l4/5 from left side with peek cage and autologous bone graft supplemented with bone morphogenic protein and associated l4/5, l5/s1 left facectomies. Posterior instrumentation segmental fixation t10 through s1, nine segments, with pedicle screw and rod construct. Posterior and posterolateral fusion, t10 to s1 with bone morphogenic protein supplemented with local bone crushed cancellous allograft. Reduction of scoliosis through instrumentation. Neural monitoring with somatosensory evoked potentials, muscle action potentials, pedicle screw stimulation testing, and electromyogram testing. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.